Manufacturer narrative:
The orthadapt bioimplant was used as a spacer in a carpometacarpal (cmc) procedure; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use. After the excision of trapezium bone, the surgeon rolled the bioimplant and then sutured each of the circular layers with absorbable suture. He then placed the entire (circular) bioimplant in the cmc space joint. The bioimplant was not fixated to the surrounding tissue. An assessment based on the provided case information could not determine the cause of the reported event; however, it is likely the off-label use of the product and fixation method contributed to the event. Neither the product or the product lot number was provided to the manufacture. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
Patient developed swelling post carpometacarpal (cmc) procedure with an orthadapt bioimplant used as a spacer; the bioimplant was subsequently removed. The date of the cmc procedure and symptom onset were not reported.